Event description:
A falsely elevated advia centaur xp vitamin d result was obtained by the customer and considered discordant when compared to repeat test results. The discordant result was not reported to the physician. There was no known report of patient treatment being altered or adverse health consequences due discordant vitamin d assay result.

Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection. A system check was performed by the fse and no issues found. The fse calibrated the sample, ancillary and reagent 1 probes. No conclusion can be drawn. The instrument is performing within specification.